Event description:
Patient called to report adverse event and product problems with his boston scientific spinal cord stimulator device. Patient stated that after the device was implanted for left leg and left back pain; he required setting adjustments because the stimulation was reverting to the right side instead of the left. Patient stated there was little to no migration so was unsure why the settings would keep changing. Patient said he met with multiple reps many times to have his settings adjusted but every time the stimulation would revert to the right side. He said the boston scientific reps would relay to his doctor that he was doing fine and had no problems, but that was not the case, his settings were constantly giving him problems and not working properly. Patient stated he experienced over stimulation, random shocks, headaches, and soreness at the implant site. Patient said he turned the device off for a while and then in (B)(6) 2022 he turned the device back on and the stimulation "got super intense" in both legs and turned his legs bright red. He said he contacted his rep and doctor and sent pictures. Patient said 2 days later, his legs turned black and blue. He said the rep offered to adjust the settings again, but he declined due to all the issues and problems he had with the device and the reps and had the device removed by his doctor in (B)(6) 2023. Patient stated he still has lingering effects of tingling, feet burning and a stimulation sensation. Patient has no idea if the device was sent back to boston scientific and is unable to track down the device as there is no trail from doctor nor manufacturer. Patient is still in the process of trying to track down the device, so he can understand what went wrong with the device and figure out future solutions for his pain. Patient said overall he's very disappointed with the boston reps and the device.